Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was presumed that the metal tip of the concomitant microcatheter might have scraped the surface of the guide wire and damaged the polymer jacket when the guide wire was temporally deformed due to anatomy. Although there were no adverse patient effects, how severely the polymer jacket had damaged could not be determined; therefore, a possibility could not be completely ruled out that some fragments of the polymer jacket might be remaining in the patient anatomy. Precautions section of the instructions for use (IFU) states: never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.). (This guide wire may be damaged or break apart.).

Event description:
It was reported that the polymer jacket of an asahi guide wire peeled off during a ppi to treat a severely calcified 90-99% stenosis in the sfa. The guide wire was used with an asahi metal-tip microcatheter. The guide wire and the microcatheter were removed from the anatomy. The catheter lumen was flushed and used with a new guide wire to resume the procedure. A stent was deployed to successfully reestablish the blood flow. The physician commented that the guide wire was re-inserted to the microcatheter multiple times so that might cause damage to the polymer jacket of the guide wire. The patient had no adverse impact or problem related to the peeled polymer jacket after the ppi.